Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient calling in "looking for replacement she said she received a letter from us to report any issue with her thyroid." The patient reported that she has nodules in her thyroid for which she has had to have surgery. The patient also reported that the humidifier is not working, and she has a dry mouth. The patient stated she "could not say the unit caused her thyroid issue but is going to go to the dr soon and will report any issues she has." The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.